Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was found to be in back up vvi mode in a remote transmission to the hospital. The device was restored to normal function and the condition of the patient was good.